Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would select options and make selections on the bolus screen without the customer's interaction. Reportedly, the touch screen began navigating itself after the customer dropped the pump screen-side down. Customer's blood glucose was 147 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.